Event description:
According to the op report, this valve was explanted due to endocarditis. Following implant, the pt underwent reop in 1999 for pericardial effusion and possible wound infection. In 2001, the sternal wires were removed, the sternum and chest wall were debrided and the sternum was reconstructed with bovie cautery. The pt subsequently hemorrhaged and underwent evacuation of a hematoma the next day. Ten days later pt was discharged on p.o. Antibiotics; however, five days after completing pt's course of antibiotics, the pt experienced fever, malaise and shortness of breath. "Tee" & "tte" showed pv leak and a possible abscess. At explant, the anterior portion of the valve was "almost completely dehisced". It was replaced with a porcine bioprosthesis and the pt was noted to be in "stable" condition.